Event description:
It was reported a patient experienced and was hospitalized for peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was reported the patient was ¿treated for 21 days¿; (no other information regarding treatment was provided). On an unreported date the patient was discharged, 5 days after hospital admission. It was reported the patient was recovered from this peritonitis event. No additional information is available. This is report 1 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). Date of event: the peritonitis event occurred on an unspecified date in (B)(6) 2013. The device was not returned; therefore, an evaluation could not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review will be performed. If additional relevant information is received, a supplemental medwatch will be filed. This report references the same patient as (B)(4).